Manufacturer narrative:
(B)(4). The device was manufactured at the (B)(4) which has been closed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted. Requests for additional information have been made but no response has been provided. No additional information was received.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Corrected data/ additional information: additional information was received which indicated there was no patient contact with the reported intraocular lens (iol) and the issue was a loading issue. As result of this information this complaint is no longer considered a reportable event. Therefore, no further information will be provided under this MDR number. The initially reported patient code, 3191-explant is no longer applicable and has been updated to 2645. Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 10/2/2019. Section h3: device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection of the lens shows that it had traces of ovd on its surfaces with one haptic curled in and stuck to the optic body. Minor scratches were visible on the lens surface however how and when the scratches were introduced could not be determined. The reported complaint event could not be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.